Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported lost suction after the laser was fired in a patient's right eye during a lasik procedure. Surgeon was not able to complete the flap with the laser. Procedure was converted to photo refractive keratectomy (prk).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. Without sample and logfile review, the root cause could not be determined conclusively. Potential root cause could be poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), or patient reaction. (B)(4).